Manufacturer narrative:
Unit received drive count/time values or changes incorrect for moving or coasting. Too slow or too fast during rewind due to corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer's blood glucose level was unknown. The customer stated that they were able to clear the alarm. The customer also stated that they was able to rewind the pump. The troubleshooting was performed and displacement and self test was passed. The insulin pump will be returned for analysis.